Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event could not be established during the product analysis as the product performed within product specifications and no irregularities were found. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing and performed within product specifications. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists prolonged procedure, and urethral atrophy as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy and the physician decided to add a second cuff to the system as he wanted to make it tighter. During the procedure, the pressure regulating balloon (prb) was removed and replaced by a larger prb. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced atrophy and the physician decided to add a second cuff to the system as he wanted to make it tighter. During the procedure, the pressure regulating balloon (prb) was removed and replaced by a larger prb. The patient is expected to fully recover.